Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that when the treatment had just started, the effluent line of a prismaflex m100 set ckt was noted to be kinked and broken. The customer found a hole in the effluent line which caused an air leak and liquid leak. The customer did not mention whether any alarm was triggered. The blood in the set was returned to the patient. There was patient involved but no patient injury and no medical intervention. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs did not allow identification of any specific defect since there was tape on the effluent line. Based on the provided pictures, the reported issue cannot be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.